Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer requested and delivered a 5 unit bolus; however, it ended up being too much insulin. The customer's blood glucose (bg) level subsequently decreased to range from 42-52 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.